Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported cut keypad which was observed during a visual inspection as a damaged keypad. The reported symptom was verified and found to be caused by external forces. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a cut keypad. There was no known patient injury or medical intervention associated with this event. No additional information is available.